Event description:
It was reported that the patient experienced the spinal cord stimulation in non-target areas, inadequate stimulation, and only received stimulation on one side of her body. Her preexisting pain had returned, and she also experienced ongoing, unbearable pain whether stimulation was on or off on one side of her body and in her private parts. Multiple attempts to optimize device programming were unsuccessful in resolving the issue. The physician suspected that the lead may have migrated. The patient underwent a lead revision procedure where the lead was confirmed to be in the correct position. Fluoroscopy imaging also verified that the paddle lead had not migrated and was properly placed in the midline. The devices were tested in situ and all were found to be working as intended. No devices were implanted or explanted during this procedure. The device programs were optimized one day after the procedure, and the patient was happy with the outcome.